Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 532, 242 mg/dl. The customer stated that the insulin pump had blank display. The troubleshooting was performed for the blank display and display was returned after restart. The customer was advised to clear the pump error alarm and power loss alarm. The customer decided to bolus and offered troubleshooting for high blood glucose but customer has not been on the insulin pump few days back and they just connected back so technically I shouldn't have asked. The insulin pump will not be returned for analysis.